Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the perfusionist reported that a roller pump locked up. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the patient.